Manufacturer narrative:
The investigation is on going, the device is expected.

Event description:
Second revision surgery on (B)(6) 2020 follows disassembly of the insert from the tibial base plate. The implants were replaced by a semi-constrained prothesis from another labs. Implantation on (B)(6) 2017 with a total anatomic knee prosthesis (anatomic posterior stabilized femoral component, anatomic tibial base plate for fixed bearing insert cemented and anatomic insert). First revision surgery on (B)(6) 2018, only the insert has been replaced (same incident reported (disassembly to the insert) and recorded under the internal reference (B)(4) and FDA reference report: 3009590742-2020-00003).

Manufacturer narrative:
The incident concerns a similar product to the one on the us market. No identical products are on the us market. The review of the manufacturing data shows that the row material of the anatomic insert complies with the iso 5834-1 and iso 5834-2 standard. The review of the manufacturing history records shows that the device has been manufactured according to our specifications and drawings. The devices that compose the total knee prothesis (tibial baseplate and insert) have been inspected during manufacturing process and no anomaly was detected in relation with the incident. The review of the internal vigilance database reveals that another incident was reported related to this patient with the same total knee prothesis but with a different insert. The first disassembly occur on (B)(6) 2018 and investigated on the report (B)(4) (FDA reference number 3009590742-2020-00003). (B)(4). The visual analysis performed on the explanted device returned by the healthcare facility show a typical deformation due to a complete clipping. The pe tears on the underside of the insert in posterior and anterior area show a forward dislocation. The insert's stud shows no evidence of articular friction with the femoral cam. The insert glenoids do not show articular friction as expected for an insert implanted for 2 years. Important notches were present on the anterior part of the stud and on the glenoids. These marks are due to stress made by the femoral component after loosening and anterior migration of the insert. According to the patient information shared by the healthcare facility, there are no traumatic factors or abnormal laxity on the patient that can explain this insert loosening. The x-ray reports do not show element that can explain the loosening of the insert. According the elements in our possession, the origin of the incident cannot be established.

Event description:
Second revision surgery on (B)(6) 2020 follows disassembly of the insert from the tibial base plate. The implants were replaced by a semi-constrained prothesis from another labs. Implantation on (B)(6) 2017 with a total anatomic knee prosthesis (anatomic posterior stabilized femoral component, anatomic tibial base plate for fixed bearing insert cemented and anatomic insert). First revision surgery on (B)(6) 2018, only the insert has been replaced (same incident reported (disassembly to the insert) and recorded under the internal reference (B)(4) and FDA reference report: 3009590742-2020-00003).